Manufacturer narrative:
Device investigation revealed a device failure caused by fatigue breakage of the wireguard and subsequent damage of wires. Given the short timeframe the implant was in use and since coil wire and wireguard fractures occured, it is assumed that the implant was exposed to significant mechanical stress during the surgical procedures and that additional loads e.g. Cyclic by chronic implant movement or manually by manipulating the processor or coil section may have finally lead to this fractures. The problems given in the recipient report seem to be congruent with the damage found. This is a final report.

Event description:
Hearing performance with the device was affected. The user began experiencing intermittencies with the device about 9-10 months ago but did not contact med-el USA. The user was re-implanted on (B)(6) 2024.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user began experiencing intermittencies with the device about 9-10 months ago but did not contact med-el USA.